Event description:
Hosp personnel report an extravasation of contrast media during a CT scan on a 6 month old baby. No injury occurred; the baby was returned the next day for the procedure. Cause for the extravasation was found to be a faulty IV catheter.